Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the pulse wire between the front therapy electrode and ECG 'a'. The cause of the non-functional tes is the open pulse wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a monitor.